Event description:
It was reported that ipg was unable to communicate with external devices and deemed inoperable. Programmer displayed error message "generator is not paired¿ and "no generators found." Troubleshooting, including multiple bluetooth resets was attempted to no avail - the error message persisted and the ipg never entered a bondable state. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.